Event description:
It was reported that during a cryo ablation procedure, the patient experienced chest pain and a slight pericardial effusion was found. A drainage was performed to treat the effusion. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had a femoral pseudoaneurysm during the procedure. Vascular surgery was needed to treat the femoral pseudoaneurysm.